Event description:
Reporter alleged the use-by date, lot number, catalog number, code number, and catalog number appear to be scratched off the test strip vial. It was reported no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.